Event description:
The manufacturer received information from a patient alleging a ventilator momentarily stops in the early morning sometimes. The sales representative collected the device and checked the alarm record and confirmed that a ventilator inoperative condition occurred on (B)(6) 2024 . There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was found to be contaminated with bugs and unrepairable. The device will be scrapped. There is no documentation of what needs to be replaced to address the issue.